Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - 1995, exact date is unknown; manufacture date - unknown.

Event description:
It was reported patient underwent a total knee procedure in 1995. Subsequently, patient underwent a revision procedure on (B)(6) 2013 to replace the poly bearing due to wear and instability.